Event description:
Patient arrived in our ed via ems complaining of repeated shocks from an ICD that had been placed about 5 weeks before. The patient has an arm prosthesis. She was instructed not to use the arm prosthesis for 6 weeks following the initial ICD implant due to the device needing to be implanted directly below the right arm prosthesis. The patient did start to use the prosthesis 5 days after her surgery. Three days following the initial ICD implant, the patient fell at home. It was determined that the lead had become dislodged. The ICD was turned off and the lead was replaced successfully the following day. The patient had a new lead implanted.